Manufacturer narrative:
In follow up with the customer on 09/11/2017, she stated that she purchased the 27 mm breast shield and found they were too large, so she went back to using the 24 mm breast shields. She stated that her nipples are less swollen and pumping is no longer causing rings on her breast. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation."a mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to medela llc that the breast shields for her pump in style starter breast pump were too small and causing her pain and leaving rings around her breast. She went to her doctor and was prescribed an antibacterial and antifungal cream. She also reported that she had mastitis, which is now resolved.